Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-39403. It was reported that the patient presented in clinic due to a system infection caused an infected tooth. Both the right atrial (ra) and right ventricular (rv) leads had vegetation. The implantable cardioverter defibrillator (ICD) was explanted. The patient was stable throughout the procedure.